Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. A new cartridge change was performed resolving the issue. Additionally, a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 154 mg/dl.